Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and t2 were returned. The depth limiter button was not in the default position. T2 was in the t2 position. The suture was tucked into the depth gage tubing. The actuator tip was behind t2. A functional evaluation was performed on the returned device and found the actuator tip moves t2. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the provided photo appears to show the fast-fix device with needle and broken suture attached. The complaint was confirmed but the root cause of the reported event could not be determined. Factors that could have contributed to the failure include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, instruments inside patient, t1 of the fast-fix was cut after t1 was deployed, the t1 was left inside the patient. The procedure was completed with a s+n back up device. Non-significant delay and no other complications were reported.